Manufacturer narrative:
Product event summary: analysis confirmed that the device would not update software, and the touch screen would intermittently stop working.

Event description:
It was reported that a number of attempts were made to update the programmer via universal serial bus (usb), but the programmer was turned off before the update was complete. Following this, the programmer would no longer respond to any actions when being turned on. The touch screen was unresponsive and patients could not be checked. The programmer has been returned for service. There was no patient involvement.